Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented at the hospital after receiving shocks and collapsing. Initial review of the episode revealed that the patient had a ventricular tachycardia (vt) and a shock was delivered; however, the vt accelerated into a ventricular fibrillation (vf). The device then delivered subsequent shocks which converted the arrhythmia. A memory download was performed and sent to boston scientific technical services (ts) for further review. A ts consultant reviewed the data and confirmed that the first shock did result in rhythm acceleration. It was also discussed that with this morphology, it did also appear as if the patient was having subsequent atrial arrhythmias and at times, resulted in ventricular conduction. In addition, it was also noted that the shock impedance measurements were higher than expected but not out of range. At this time, the device remains implanted and in service. No additional adverse patient effects were reported.